Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an alarm but continued to work without an error. The continuous infusion rate was 3 ml/hr, with a total reservoir volume of 138 ml. The pump indicated that 125.90 ml had been given, but the bag had been empty, with 12.1 ml remaining. There was patient involvement, no patient injury was reported.